Event description:
It was reported that the customer had blood glucose levels of 489mg/dl, 589mg/dl, and 600mg/dl. The customer treated with manual injections. The customer also mentioned 200 point differences between their sensor glucose levels and blood glucose levels. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.